Manufacturer narrative:
Service was sent to the customer's location on (B)(6) 2016. The fse replaced the rinse pump to resolve the reported issue. . The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported they are failing ca controls for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.